Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise on both right atrial (ra) and right ventricular (rv) channel. Both leads had normal measurements and no out of range impedances were noted. Patient was able to reproduce noise by hugging himself tightly. There was no pacing inhibition. There were couple of inappropriate atrial tachy response (atr) episodes noted along with non-sustained ventricular tachycardia (nsvt) episodes. Boston scientific representative confirmed that noise was caused by electromagnetic interference (emi) as they were able to reproduce with arm movements. The physician recommended to have patient get an x-ray and the plan was on doing a lead revision. This rv lead currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited oversensing and noise on both right atrial (ra) and right ventricular (rv) channel. Both leads had normal measurements and no out of range impedances were noted. Patient was able to reproduce noise by hugging himself tightly. There was no pacing inhibition. There were couple of inappropriate atrial tachy response (atr) episodes noted along with non-sustained ventricular tachycardia (nsvt) episodes. Boston scientific representative confirmed that noise was caused by electromagnetic interference (emi) as they were able to reproduce with arm movements. The physician recommended to have patient get an x-ray and the plan was on doing a lead revision. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received that the lead noise was confirmed by isometrics. Subsequently this rv lead was explanted and successfully replaced. No additional patient adverse effects were reported.